Event description:
After dilation was completed, the balloon was deflated using the inflation device at the appropriate settings. The balloon did not deflate all the way. Several attempts were made to completely deflate the balloon using the device and manually using a 60cc syringe. A wire cutter was used to cut the device and remove it from the scope. No harm was done to either the patient or the scope.